Manufacturer narrative:
A field service engineer (fse) was at the customers site to address the reported event. Fse confirmed the complaint by reviewing the error log and reproduced the complaint by running tip pickup macro in mainte mode. While troubleshooting, fse found the tip pickup nozzle in the sorter was not going deep enough into the tip on the z-axis to pick up the tip. Fse resolved the complaint by adjusting the z-axis parameter to acceptable specification. Fse repaired and validated the analyzer by successfully performing quality control run without error and within published range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on 18feb2022. A complaint and service history review for similar complaints was performed from installation date 18feb2022 through aware date 29nov2022. There were no other similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (2207) no tip acquired by sorter. Cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned tip pickup z-axis nozzle.

Event description:
A customer reported error message ¿2207 no tip acquired by sorter¿ on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to make sure the tips were loaded correctly. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.